Manufacturer narrative:
As reported, the sorbafix enhanced fixation device deployed a broken fastener. The subject device was returned for evaluation, included with the device were two loose fasteners and a portion of one broken fastener. During the sample evaluation, the remaining seven (7) fasteners were deployed successfully without issue. There is no indication the device would have deployed broken fasteners. No manufacturing anomalies were found. The sample was found to function as intended during simulated use testing. A definitive root cause of the broken fastener could not be determined, the most likely cause is an event occurring during user/device interface resulting in the returned fastener to break while attempting fixation. The instructions for use (IFU) supplied with the device states: "the instructions-for-use include with the device recommend the following: 1. Place the tip of the sorbafix¿ absorbable fixation system at the desired location perpendicular (90 degree angle) to the mesh or tissue and apply adequate pressure. Different types of mesh may require different amounts of counter-pressure. Adjust angle and counter-pressure appropriately. 2. Compress hand-piece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed. 3. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, use a grasper to fully seat the fastener by turning the grasper clockwise. If the fastener still does not fully seat, use a grasper to remove the fastener by turning the grasper counter clockwise and place another fastener in the same area."

Event description:
It was reported that on (B)(6)2021, while using a sorbafix enhanced fixation device, the fastener was noted to be broken/damaged at the first compressing attempts. As reported the user felt an abnormality when the trigger was pulled, fired the device in air and a broken fastener was deployed. Another device was used to complete the procedure and there was no reported patient injury.